Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: surgical procedure: posterior spinal fusion posterolaterally l3/l4, l4/l5 performed on (B)(6) 2020. Medical product: segmental instrumentation with bone screw. Medical product: morphogenic protein. Medication: hydrocortisone. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient's skin was irritated while using the 72r electrodes and the covers patches. The patient stated she wore the electrodes and cover patches 24/7 and rotated them. The rash was located under both the 72r electrodes and the covers patches. The patient was seen by her physician who prescribed a hydrocortisone ointment. The patient treated the skin irritation with the ointment. It was reported that no further information is available.